Event description:
It was reported that a device skips prompts to load a set at clean load point 2 (false detection of a loaded set). There was no patient injury.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device eval is complete.